Event description:
During evaluation of a homechoice cycler the device experienced an earth leakage failure. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Functional testing identified that the device was out of specification for earth leakage. The cause was determined to be internal contamination. To address this condition, the device was removed from use and destroyed. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.